Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by manufacturer; unit returned in a generic plastic bag with batch 25708832 printed on it, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with the upn and lot number provided by the customer. The imaging window was detached near to the lapjoint section. The imaging window was detached near to the lapjoint section and some stress mark were observed in the edges of the detached section. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that catheter fracture occurred. An opticross imaging catheter was selected for use. During the percutaneous coronary intervention the protector sheath of the device was fractured/separated. The procedure was complete with another of same device. No patient complications were reported and the patient's status was stable. It was further reported that the device was completely removed from the patient.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter fracture occurred. An opticross imaging catheter was selected for use. During the percutaneous coronary intervention the protector sheath of the device was fractured/separated. The procedure was complete with another of same device. No patient complications were reported and the patient's status was stable.